Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the left subclavian artery. An 8.0x20x135 cm express vascular ld stent was selected for treatment. However, when the balloon was inflated, the dilation time was too slow, and upon withdrawal of the stent, it was noted that the stent balloon had burst. The procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient status was stable. It was further reported that the target lesion was non-tortuous and non-calcified with 80% stenosis. The balloon was inflated once at 1 atmosphere (atm) for three seconds. When the pressure was increased to 6 atm, the whole balloon did not change and when the pressure was increased to 8-9 atm, the balloon slowly expanded a little. After the balloon was completely removed, withdrew the push rod. In vitro compression testing of the balloon revealed small holes leaking contrast material.

Manufacturer narrative:
E1-initial reporter phone: (B)(6). B5. Describe event or problem updated. Device evaluated by MFR: an express ld device was received for analysis. A visual and tactile examination identified that the balloon was tightly folded and appeared that it had not been subject to positive pressure. No issues were noted with the balloon material. An examination of the crimped stent identified that the distal end of the stent was damaged, and the stent had been pushed in a distal direction. A visual and tactile examination identified the shaft had detached 1130mm proximal from the distal tip. A visual and tactile examination identified no issues with tip of this device.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the left subclavian artery. An 8.0x20x135 cm express vascular ld stent was selected for treatment. However, when the balloon was inflated, the dilation time was too slow, and upon withdrawal of the stent, it was noted that the stent balloon had burst. The procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient status was stable. It was further reported that the target lesion was non-tortuous and non-calcified with 80% stenosis. The balloon was inflated once at 1 atmosphere (atm) for three seconds. When the pressure was increased to 6 atm, the whole balloon did not change and when the pressure was increased to 8-9 atm, the balloon slowly expanded a little. After the balloon was completely removed, withdrew the push rod. In vitro compression testing of the balloon revealed small holes leaking contrast material.

Manufacturer narrative:
E1-initial reporter phone: (B)(6). B5. Describe event or problem updated.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the left subclavian artery. An 8.0x20x135 cm express vascular ld stent was selected for treatment. However, when the balloon was inflated, the dilation time was too slow, and upon withdrawal of the stent, it was noted that the stent balloon had burst. The procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient status was stable.